Event description:
Procedure: colectomy. According to the reporter: the client reports that the instrument was applied on tissue. Then the surgeon tried to reposition the instrument due to incorrect positioning but the device would not close. The surgeon tried another instrument and the device would not close. The anastomosis was leaking so the surgeon extended the incision and manually over-sewed to control bleeding. Blood loss was reported as less than 200cc.

Manufacturer narrative:
(B) (4). (B) (4).